Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for chronic low back pain. The hcp requested MRI guidelines for issues unrelated to the patient¿s device or therapy. The hcp stated that per the patient, the stimulator has not been working for 6 years, and the patient has been unable to charge it. It was noted that the patient did not have a managing healthcare provider. The hcp stated that the stimulator stopped working in (B)(6) 2010, or (B)(6) 2011. No further complications or patient symptoms were reported or anticipated.